Event description:
Per independent repair center statement the unit is alarming, the key failure is the o-ring/gasket is leaking and additional malfunctions are flow meter is missing, filter is defective, check valve is stained, and manifold is leaking.